Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer performed a pump reset with assistance from technical support, resulting in successful initiation of their sensor session without further error code issues.